Manufacturer narrative:
Patient was admitted to hospital. Pump removed, wet to dry dressing applied.

Event description:
On (B)(6) 2025, the clinician reported to medela that the liberty pump was alarming. The customer went to the emergency room and was reported to have sepsis and admitted to the hospital.

Manufacturer narrative:
The device was run for 5 hours with no errors or issues. The device did not receive any filter clogged or canister error, using lab equipment. The device passed the evaluation.